Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: five 8f navarre drainage catheter sealed lot samples in its original packaging were returned for evaluation. Along with return sample one video was provided for the review. Visual, microscopic visual and functional evaluations were performed. All the sample was noted to be clean; no visual defects were noted on packaging and components. Functional evaluations were performed. Initially leak was noted on catheter hub hole where the protruding pigtail thread is located. However, after pigtail threads were wrapped around the indent in the catheter hub four times; rubber seal was fully push over the indent, covering the tread hole area as per IFU prior to functional test for all sample then an inhouse syringe with dye water were attached to the catheter hubs. Upon an infusion test, no leaks were observed throughout the catheter for all samples. Video review was inconclusive for leak issue. Manufacturing review was performed and it depicts after reviewing the video and photo, it was noted in the picture a leak is visible in the picture with the gasket and thread hole uncovered (strain relief is not pulled over the hole). The issue not confirmed as problem could not reproduced. Therefore, the investigation is confirmed for the identified improper procedure. However, the investigation is inconclusive for the reported leak issue for both the devices as the lot sample were sent for the review and original samples not returned and the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use for lot samples. The root cause for improper procedure was determined to be use related and definitive root cause could not be determined based upon available information for leak issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent drainage catheter placement procedure, it was reported that post catheter placement, the catheter was allegedly found to be leaking at the hub. It was also noted that both the thread and the hub felt slightly different during insertion. Reportedly, this issue has only been happened twice. There was no reported patient injury.

Event description:
On (B)(6) 2025, it was reported that post navarre universal drainage catheter placement, the catheter was allegedly found to be leaking at the hub. It was also noted that both the thread and the hub felt slightly different during insertion. Reportedly, this issue has only been happened twice. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.